Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer obtained 'lo' message (readings less than 40 mg/dl) and experienced symptoms of headache, confusion, "failed vision". The customer contacted a nurse via phone and was advised to consume glucose and stop insulin use. He then self-presented to a healthcare provider who obtained a reading of 28.4 mmol/l (511.2 mg/dl), diagnosed the customer with hyperglycemia, and treated the customer with unspecified IV. There was no report of death or permanent injury associated with this event.